Event description:
It has been reported to philips that the device was not booting up successfully. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the host pc which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the log files could not find directly the host pc malfunction. Referring to event log file, system was down from the event occurred date and the next day which indirectly indicated something malfunctioned related to host pc. During troubleshooting, fse found host pc was defective. The fse replaced the host pc. After that system was returned to good working condition. The codes were updated based on the investigation outcome.